Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications. Review of our manufacturing records including sterilization found no anomalies. Based on the investigation performed, it does not appear that the infection is device related.

Manufacturer narrative:
The investigation is pending the return of the explanted device.

Event description:
It was reported to nevro that a patient had been admitted to the hospital with an infection following the implant procedure. The patient was given IV antibiotics and the device was explanted. There was no report of further complication.